Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that a pump disposable error occurred, which lead to a pump stop with a flow of 0. The patient became hypoxic. Further information was received that the patient required emergency ventilator settings and the emergency drive was used. After troubleshooting the decision was made by the customer to replace the cardiohelp device. It was confirmed that no fault of the affected hls set were observed and that the hls module was confirmed to be seated in the cardiohelp pump drive like intended. Additionally it was mentioned by the customer that one week after the event the patient was caught reaching out touching the back of the cardiohelp and the hls set. Therefore the customer confirmed this as a strong possibility as to why the pump lost flow and rpm. As a pump stop occurred and the patient became hypoxic, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-06-12. No part was replaced regarding the failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "pump disposable error stop" could be confirmed. As the failure could not be replicated by the getinge service and sales unit and no part in regard to the failure was replaced, the exact root cause remains unknown. However, the customer confirmed that a most probable root cause of the event was the patient reaching out and touching the back of the cardiohelp and the hls set, which led to the pump lost flow and rpm. Additionally, a medical review was performed by getinge medical affairs on 2025-09-24 with following conclusion: "the evaluation of the device log files, combined with the customer feedback (complaint report and answered questionnaire), may indicate that the incident may have not been the result of a technical malfunction of the cardiohelp-I system but rather due to incorrect positioning or manipulation of the flow/bubble sensor (fbs) and potential misalignment of the hls module within the pump drive.- on 28 may 2025 at 12:22:27, the system recorded ¿arterial bubble detection¿ immediately followed by ¿no flow signal¿ during a venous pressure (vp) recalibration by nursing staff. According to the instructions for use (IFU), these alarms may be triggered by either actual air bubbles in the system or by a removed/misaligned fbs on the hls set tubing. The concurrent ¿no flow signal¿ alarm likely supports the assumption that incorrect sensor positioning may have been present, leading to both bubble and flow alarms.- a ¿backflow prevention¿ alarm is generally triggered by a negative flow measured by the fbs after six seconds. This is further corroborated by the physician¿s statement that the nurse increased rpms when no flow was visible. The physician resolved the situation in removing, cleaning, and re-seating the fbs before resetting the bubble detector.- following this, the next log files recorded around approximately 11 hours after the first incident was ¿maximum engine output exceeded¿ and ¿engine output again normal¿ which was followed by the line ¿pump disposable error ¿ stop¿. Per device specification, these alarms occur when the actual motor speed deviates by bigger than 200 rpm from the set speed for more than one second, combined with elevated current consumption. Additional customer feedback noted that, another nurse reported having observed the patient reaching out and touching the rear of the cardiohelp-I and hls set during the event. Such external manipulation may have caused misalignment between or dislodgement of the of the hls module and the pump drive, which is a recognized cause of the alarm ¿pump disposable error ¿ stop¿ and results subsequent in a pump stop due to the absent hls module. In this case, it is reasonable to assume that the ¿pump disposable error ¿ stop¿ message in the log file indicated the disengagement of the hls set advanced for placement into the ER drive (hand crank) to reestablishing blood flow. The IFU highlights that the disposable must be correctly seated in the drive or replaced if thrombus formation is suspected.- the log files and questionnaire further suggest that the sensor cable may have been disconnected in order to transfer the hls module from the pump drive to the emergency hand crank, thereby allowing blood flow to be maintained until the complete exchange of both the cardiohelp-I and the hls set was performed. In conclusion, the incident likely reflects an interplay of patient factors, potential use-related interactions, and circuit-related alarms. The cardiohelp-I system appears to have responded according to IFU specifications and performed as intended according to the getinge field service. The event was resolved by a complete circuit exchange. The patient survived and was successfully weaned from ECMO. No post-support repercussions were reported as attributed to the event. Neither a definitive root cause nor a device malfunction could be identified with the given data, although possible use interactions (including medical staff and/or patient) may have contributed to the sequence of events." In the cardiohelp instructions for use (IFU) chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The review of the non-conformities has been performed on 2025-06-10 for the period of 2022-01-19 to 2025-06-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-01-19. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pump disposable error stop" could be confirmed, but could not be related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in USA during treatment. It was reported that a pump disposable error occurred, which lead to a pump stop with a flow of 0. The patient became hypoxic. As a pump stop occurred and the patient became hypoxic, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. No part was replaced regarding the failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.